Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a nuclear medicine test on (B)(6) 2012 to determine catheter patency. The pump contained dilaudid, bupivacaine, and baclofen. It was later reported, the hcp was able to aspirate the cap so it was believed the catheter was intact. Upon performing a dye study, it was noted that dye was not reaching the intrathecal space. An (B)(6) study confirmed the results. The catheter was either fractured or disconnected; the plan was to surgically revise the catheter. No issues were noted in the pump logs and the reservoir volumes were accurate at pump refills. The patient experienced a return of symptoms; increased baseline pain was noted. It was further reported that on (B)(6) 2012, the patient experienced redness, infection (location not reported), and bilateral lower extremity pain. The pump was explanted on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly. The catheter received by the manufacturer was incomplete / returned in segments. Analysis of the catheter revealed acceptable testing and no significant anomaly.

Event description:
Additional information received later indicated the date of onset as (B)(6) 2012; the pump was last refilled on (B)(6) 2012. Along with redness patient also had swelling at the device pocket; culture was obtained from the device pocket and was negative. Patient was started on IV antibiotics followed by total device replacement as reported previously. Patient outcome was indicated as infection resolved. Baclofen was clarified to be gablofen.

Manufacturer narrative:
Catheter: model 8711, lot# l78584, implanted: 2000 (B)(6), explanted: unk. Accessory: 8578, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.